Event description:
It was reported that the unit gave an e-1 error code during a case. It was further reported that the case was delayed approximately 10 minutes.

Manufacturer narrative:
Additional info will be provided once the investigation is completed. A similar product from lot number 10b039334 was also implicated in this event.